Event description:
Surgeon reported the laser stopped during a procedure, the treatment had to be aborted and the sys restarted in order to complete the procedure. This resulted in extended flap-up time, contributing to a poor result. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).